Event description:
Difficulty was encountered while passing the iab through the introducer sheath. Since the iab could not be inserted, the iab was removed. A second iab was inserted through the sheath and this also could not be inserted. The sheath was withdrawn and a new sheath was inserted along with a new iab. This insertion was successful. There were no pt complications.